Event description:
It was reported that the patient was recharging her neurostimulator when she accidently turned her stimulation off. Afterwards she was unable to recharge or communicate with the device using her patient programmer. A manufacturer representative was unable to communicate with the device using an 8840 programmer, the recharger and the patient programmer. Use of the antenna locate feature returned a value of 48-52. It was noted that the patient experienced charging more than expected. The manufacturer representative attempted about 18 minutes of physician recharge mode without success. A neurostimulator flip was not confirmed, but it was noted that the neurostimulator was implanted deep in the abdomen area, and was tilted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Programmer: model 37743, serial# (B)(4). Recharger: model 37752, serial# (B)(4).